Event description:
It was reported that in 2009, the pt was refilled and the concentration was changed in the pump, but not the programmer. The concentration was changed from 30mg/ml to 60mg/ml running in flex mode with a total dose of 36mg/day. A few hours later, the pt was admitted to the hosp with an increase in spasticity and pain. The pt was in the hosp for 1-3 days. The hosp could not find any problems. The caller was later seen at the physician's office and it was noticed that the concentration had not been updated and no bridge bolus had been performed. The pt had been getting twice the dose for several days. At the time the programmer error was noticed the pt was ambulatory, functional and cognitively normal. The pump was reprogrammed to the correct concentration. The pt was ambulatory when they left the clinic. The pt's pump contained dilaudid at the time of the event.